Manufacturer narrative:
The customer reported that the transmitter is giving a waveform even when an ECG cable is not connected. Issue was found by the nurse who was prepping the unit. The device was returned to nihon kohden, evaluated, and the reported issue could not be duplicated. When the device was received it was noted to be scratched on the front case and permanent marker on the center case. Cleaned the unit and replaced parts to meet manufacturer's specification, completed all steps per maintenance check sheet in the operator's manual and performed an extended test for 3 days. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter is giving a waveform even when a ECG cable is not connected. Issue was found by the nurse who was prepping the unit.